Manufacturer narrative:
A patient charger not turning on was reported to abbott. It was also determined the patient's ipg was inoperable. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.